Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms, along with noise on several atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. A lead fracture is suspected by the clinic. Upon technical services (ts) review, the out of range pacing impedance was noted as well as the rrt oversensing in the ra lead. In addition, failure to capture with atrial pacing is observed and troubleshooting recommendations were provided by ts to determine the cause of the lead performance observations. The ra lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance of greater than 3000 ohms, along with noise on several atrial tachy response (atr) episodes. The noise was determined to be a result of the respiratory rate trend (rrt) signal being oversensed. A lead fracture is suspected by the clinic. Upon technical services (ts) review, the out of range pacing impedance was noted as well as the rrt oversensing in the ra lead. In addition, failure to capture with atrial pacing is observed and troubleshooting recommendations were provided by ts to determine the cause of the lead performance observations. The ra lead remains in service. No additional adverse patient effects were reported. Additional information provided indicates that troubleshooting has been performed in clinic and the out of range measurements and noise were able to be reproduced. Subsequently, the physician decided to reprogram the device as the patient does not need the atrial stimulation. The patient is doing well and will continue to be monitored on latitude. The ra lead remains implanted. No adverse patient effects.